Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer inserted a new battery, and the display returned. The customer was advised to monitor the insulin pump. The product is not being returned. Nothing further was reported.